Event description:
According to the op report, the aortic valve was explanted due to paravalvular leak. The pt had experienced persistent but stable paravalvular leak for 15 yrs. And cardiac cath pre-op confirmed aortic stenosis. Intraoperatively, pv leak was noted in the area of the "non right commissure representing what appeared to be essentially just a single suture". After explant, the problem became "immediately obvious". There was a fibrous ring, which had grown just underneath the valve on the ventricular side causing a stenosis of the valve. The valve was replaced with a 23ahpj-505.